Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode, had displayed an error 5 and apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on "(B)(6) 2016 time unknown." The patient manages her diabetes with a combination of medications including metformin 500 mg and levemir. The reporter claimed that on "(B)(6) 2016 around 1:20pm." The patient continued with her usual dose including sliding scale of 34 units levemir. The reporter denied the patient developed any symptoms. However, on (B)(6) 2016, 2-3pm the patient was admitted to emergency room (ER) and at 4-5pm obtained a reading from the ER meter of "hi-over 700mg/dl." The reporter claimed that the patient was administered insulin by a health care professional (hcp). The reporter does not recall the type or dose of insulin. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used, the test strips being used were correct and the patient was using the correct testing steps. The patient was unable /unwilling to answer if the issue had been resolved. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: product analysis have confirmed that the serial# of the meter involved with this complaint is (B)(4), as initially reported. The serial# was misread by the reporter at the time the complaint was documented. The meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot; it concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.